Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis. Upon visual inspection the front panel was found bent, the left side was bent, and the silence button is in non-functional condition. Functional testing was performed by connecting o2 supply and alarm functions were tested; no discrepancy. The alarms were observed to function as intended but the audible alarm was found quiet. Based on the evidence, the problem source is unknown as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator does not alarm. There were no reported adverse effects.